Event description:
Routine complaint investigation when a consumer reported being unable to test the blood glucose because of repeated error messages. This may have resulted in inappropriate treatment which caused the consumer to experience a diabetic reaction necessitating emergency treatment and hospitalization.